Event description:
A surgeon reports that a detached haptic was noted after insertion of the intraocular lens. Enlargment of the incision was required to accommodate removal and replacement of the lens.